Manufacturer narrative:
H3: investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2188092 was satisfactory per internal procedures. Formulation, filling, torquing, autoclaving, and packaging processes were within specifications. In-process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch for fill volume, and no other complaints for labeling. Retention samples from batch 2188092 (100 tubes) were available for inspection. No fill volume defects were observed in 100/100 retention samples. All 100/100 retention samples were measured using a fill volume measuring tool. All 100/100 retention tubes measured at the acceptable fill volume measuring line. All 100/100 retention tubes had properly affixed, legible, and scannable barcode labels. Two photos were received to assist with the investigation: the first photo shows eight tubes from batch 2188092. The fill volumes vary among the tubes, showing lower fill volumes than expected. The second photo shows two tubes without labels. The fill volume is lower than expected. No returns were received for investigation. The complaint can be confirmed based on the evidence from the photos received. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for fill volume and labeling defects.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was no label or missing label information on a tube. The following information was provided by the initial reporter: they found that the fluid volume is less than average, and the barcode is not appear on some bd mgit 7 ml tubes.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was no label or missing label information on a tube. The following information was provided by the initial reporter: they found that the fluid volume is less than average, and the barcode is not appearing on some bd mgit 7 ml tubes.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.